Manufacturer narrative:
Follow-up # 1 date of submission 06/02/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: visual inspection revealed that the battery compartment was cracked form the threads down toward the case seal and at the battery compartment threads above the bumper pad. Unrelated to the complaint, evaluation revealed that the display was dim, faded, and discolored. Also unrelated to the complaint, evaluation revealed that the keypad cover was peeling at the base. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under any button contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).